Event description:
Caller reported an alarm 2 followed by an alarm 26, indicating an occlusion issue. Impact on the customer's blood glucose level was unknown, as the caller declined to provide this information. The customer was guided by technical support to take corrective actions, including disconnecting and inspecting the tubing, administering boluses, and changing supplies. Eventually, the customer filled and loaded a new cartridge and resumed insulin therapy without any reported issues with the new setup.